Event description:
Pt was admitted to hospital for an abdominal aortic aneurysm in 2000, and received a graft the same day. The procedure was completed successfully, and the pt recovered without complication. In 2005: pt admitted to emergency room for severe abdominal pain. A CT scan found extensive gas surrounding the stent graft in the aneurysm sac. The next day: pt underwent surgery to address infection around the stent graft. The graft was removed and the pt received another graft. The pt recovered without complication.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.